Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, it was confirmed that the bending rubber of the subject device was cut into two. Since the two fracture surfaces were matched, there might be no missing part. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be determined, but it will be a possible cause that the subject device was contacted with such as a trocar strongly and the bending rubber was damaged.

Event description:
The subject device was used for a laparoscopic right hemicolectomy. The user reportedly found that the bending rubber of the subject device was cut after two hours had passed since the procedure was started. The user searched a fragment in the patient¿s abdominal cavity, but no fragments were found. The user conducted an intraperitoneal lavage and completed the procedure. There was no report of patient injury associated with this report.